Manufacturer narrative:
H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H6: health effect ¿ clinical code e2402 used to capture injury. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent an unknown surgery with tfna implants and cement. After surgery, cut-out occurred. A reoperation will be performed. Details are unknown. No further information is available. This report is for one (1) unk - nails: tfna. This is report 2 of 5 for complaint pc-(B)(4).